Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged resulting in undersensing of the patient¿s p-wave. The lead was repositioned. Following the procedure the lead exhibited low amplitude. Although the lead remains in service it has been electrically deactivated. No adverse patient effects were reported.